Event description:
Patient¿s spouse reports that the patient¿s cassette is changed every 2 days; last change was last night (B)(6) 2025 around 6-6:30pm their local time. Spouse reports it infused fine until this morning at 6am when pt informed them that they were not feeling well, like they hadn¿t been getting med. Spouse checked the pump and the cassette was not leaking. Spouse took the cassette out and placed a new one in the pump and it has been infusing fine. Spouse reports they stuck a syringe in the defective cassette to try to pull some liquid out and nothing would come out. Spouse then tried to push some saline into the cassette to try to pull some liquid out and nothing would come out. Spouse then tried to push some saline into the cassette, and it would not go in either. Spouse wasn¿t sure why suddenly nothing was flowing in or out of that cassette lot number is unknown as they threw it out on trash day and does not remember if it came from this batch or previous refill batch. Patient¿s spouse also reports that patient had a groshong line inserted 3 weeks by a vascular surgeon and the nub came off the other day. They were then informed that the guide wire was still in there, so the patient had to go get that removed. No further info, details, or dates available. Continuous infusion. Set flow rate and volume delivered unknown. Position of pump when alarm occurred is not applicable as no alarm reported. Pump return tracking info is n/a as no pump issue reported. Photographs not provided. IV remodulin patient. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available to be returned for investigation? No. Did we replace the product? No. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.